Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in singapore. Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing. Root cause has been identified as a manufacturing issue exacerbated by a design issue. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the water is unable to come out of the unit. There was no patient involvement. During the investigation, it was found that the batteries inside the pack had leaked electrolyte. Due diligence is complete and there is no additional information available.